Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument involved with the complaint and completed device evaluation. Investigation confirmed the customer's reported issue. The instrument pitch cables were broken at the proximal clevis hub. The clevis does not exhibit any wear. The frayed strands stuck out at the wrist. The other cables at the wrist were not damaged. No other damages were found on the instrument.

Event description:
It was reported that the pk dissecting forceps instrument wire was broken and sticking out at the end. Nothing fell into the patient and there was no report of patient injury related to this event.